Manufacturer narrative:
Patient weight was missed in the previous report. Were not checked in the previous report.

Event description:
New information received on 11/14/2017 notes that the right ventricular (rv) lead revision was scheduled as the patient was electively upgraded to bi-ventricular (bi-v) device. On (B)(6) 2017, the rv lead was capped along with the device upgrade to biv. Previously abandoned rv lead was used again for pace/sense portion. Patient was stable post procedure.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal device check on (B)(6) 2017. The right ventricular lead exhibited noise on non sustained right ventricular oversensing (nsrvo) episodes; multiple episodes were noted since (B)(6). The noise was not reproducible via isometrics and no other electrical anomalies were noted. Pacemaker sensitivity was decoupled. The patient would be followed normally.